Manufacturer narrative:
Technical support instructed the account to inspect the brake detent and foot casters. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged that the brakes on the foot section will not hold.